Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No returns were made available from the customer site for this evaluation. The architect system operations manual provides information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. This issue is considered a use error. The customer accidentally injured herself by coming into contact with the sample probe while performing maintenance.

Event description:
While attending training at an abbott facility, the customer reported that on (B)(6) 2015, while performing weekly maintenance on an architect c8000 analyzer, she accidentally stuck the top of her hand with the sample probe on an architect c8000 analyzer. This occurred as she was moving her hand away from the probe after completing a cleaning procedure. The customer did not inform abbott at the time of the event. The customer had followed their facility's in-house needle stick protocol. The customer had blood draws for (B)(6) screening at the time of the event and then at three weeks, three months and six months post injury. All results were non reactive. She was also administered anti-retroviral medication for several months thereafter. There had been no issues or complications with the drug administration and the wound has healed. There is no further impact reported.